Event description:
The patient admitted that they had felt more spastic over the last month. The location of the spasticity was the legs. The patient went to the operating room for a routine pump replacement due to an elective replacement indicator (eri). The surgeon observed clear fluid when they opened the pocket. The catheter was found to be disconnected from the pump at the pump connector, and it was dripping cerebrospinal fluid (csf). They removed the pump section of the catheter and repaired it with another catheter. The intrathecal segment was left intact, and no spinal incision was made. The only incision was over the abdominal pocket. The patient required hospitalization. The patient was reprogrammed and their dose was reduced. The patient¿s status at the time of the revision was alive with no injury. After the revision, the patient later noted that their legs had never felt better as far as spasticity control. They reported an improvement in their walking as well. They did have a new sensitivity and numbness in their bilateral legs over the past three days, which was worse when they lied down. They were to follow up with their doctor regarding this, and they were to be seen by their doctor on (B)(6) 2014. The pump contained baclofen. Regarding the numbness and sensitivity, the patient¿s outcome was not provided. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056643r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# l52360, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: catheter. (B)(4).